Event description:
Patient being transported via a joerns bariatric bed with portable monitor, oxygen and assist of three. Bed being moved easily with assist of three. Right foot of bed wheel suddenly just broke off in hallway tilting bed. No harm to patient or transporters. Patient assisted to new bariatric bed using the titan lift. Patient was taken without further incident to new room.